Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of proximal pancreaticoduodenectomy procedure, they connected the reload to the handle then the surgeon started firing to jejunum however the firing stopped on the halfway even the surgeon continued to push the center control button and noted that the device stapled the tissue by on 1cm of the proximal site. They replaced it with new reload and the procedure was completed. Then, for the third firing, surgeon fired the device with the new reload however could not. The surgeon noted that the staples slightly appeared from the staple pockets. They replaced by a new reload and the firing was successful. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.